Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 4 events were confirmed during testing. Three devices were found to be affected by bearing assembly damage. One device was found to be affected by bearing assembly damage and motor corrosion. One device is pending device evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact. One event had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use. Correction: 1 device was expected to be received for evaluation; however, the device was not available.

Event description:
This report summarizes 5 malfunction events in which the device overheated. 2 events had patient involvement with no patient impact. 2 reported events had no known patient involvement or patient impact. 1 event had no patient involvement or patient impact.